Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of an inability to insert the atrial lead was not confirmed. The device was tested on the bench and the atrial test lead was fully inserted into the port and secured with the set screw. No anomalies were observed.

Event description:
It was reported that during implant the physician had difficulty inserting and removing the atrial lead from the device header. The physician observed debris in the atrial port. The device was not implanted.